Manufacturer narrative:
The investigation for the optical signal issue has been completed. The device was not returned for evaluation. However, the data logs were reviewed but did not show any issues with the optical sensor but rather the dp sensor. Clinical details state that there was a sudden change in the pa placement signal (ps) as well as impella flows. There were multiple motor current (mc) spikes and suction alarms prior to the large increase in ps and drop in flows. Optical parameters were stable throughout the entire case. There were no psnr (placement signal not reliable) alarms. The cause of the placement signal issue was most likely biomaterial since there were mc spikes prior to the drop in flows and increase in ps. The cause of the low pump flow was most likely biomaterial ingestion since there were mc spikes prior to the drop in flows. The root cause of the thrombus was unable to be determined due to insufficient clinical details.

Event description:
The user facility reported that patient had a rp flex placed for the support of the patient with a aortic valve replacement, mitral valve replacement, and cardiac arrest. The patient was placed on extracorporeal membrane oxygenation as well. The pump lost placement signal (ps) but, remains on despite the issue. Patient survived.